Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that bd microtainer® tubes with fe (sodium fluoride/disodium edta) weren¿t drawing a sufficient volume of blood. No serious injury or medical intervention reported.